Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013 to have a cover screw placed on the fixture due to recurrent skin overgrowth issues. The implanted device remains.